Manufacturer narrative:
Cycler was replaced for the reported issues m31 air detected in cassette warning and drain volume (dv) up to 180% of prescribed fv. Cycler is not available for investigation due to confirmed infestation. Failure analysis could not be performed. The patient's medical records were received and a clinical investigation was performed: air in the abdominal cavity may result in pain or discomfort but is not likely to result in serious injury. Certain diagnostic procedures even require the introduction of large amounts of gas/air. The residual gas/air may result in shoulder pain or discomfort but no medical intervention is necessary. The air dissipates in a few days. There is no contact between dialysis solution and cycler which would cause an infection. There was no report of a fluid leak. Most common cause of peritonitis is touch contamination.

Event description:
During a call to technical support, the peritoneal dialysis (pd) patient's wife reported that the patient had been hospitalized for a peritonitis.